Event description:
It was reported that during use leakage occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: leakage occured during q-syte using.

Manufacturer narrative:
Investigation summary: received one used q-syte unit with an undamaged opened package from cat 385100 lot 8025544. Bodily fluids present inside the bottom body of the q-syte unit. A visual/microscopic evaluation was performed on the q-syte with the following results: no physical/mechanical damage was observed on any of the external areas of the q-syte unit. Slit tears and damage to the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions. Leakage was not confirmed in the un-actuate or actuated position during testing. Septum column tear assessment: damage (tears) along the column wall on both side of the septum. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No physical/mechanical damage was observed to the septum bottom disk. Conclusion: indeterminate ¿ although leakage was not confirmed, the presence of the column tear is indicative of leakage. Confirmed there were slits tears on the septum bottom disk and a column tear. A definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: leakage occured during q-syte using.